Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was a defective stopper. It was stated ¿the stopper was thin.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one loose 3/10cc, 12.7mm syringe. Customer states that the stopper was thin. The returned syringe was examined and no defects were observed on any part of the sample. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.